Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with two different accu-chek inform ii meters in comparison to laboratory testing. A sample from the patient was tested using the first meter and the glucose result was 10 mg/dl. A sample collected from the patient within 15 minutes of the first meter test was tested in the laboratory using an unknown method and resulted in a normal glucose value (70 - 140 mg/dl). No specific value was provided. A sample collected from the patient within 15 minutes of the first meter test was tested on a second meter, resulting in glucose value that matched the laboratory value. No specific value was provided.

Manufacturer narrative:
The serial number of the first accu-chek inform ii meter was (B)(6). The serial number of the second meter was requested, but not provided. The customer initially noted there was contamination of quality control material in the test strip port of the meter. The test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product or additional relevant information is received in the future, a follow-up report will be submitted. Quality controls were acceptable. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Manufacturer narrative:
The type of investigation coding has been updated.